Event description:
A customer reported that there was no irrigation during the irrigation/aspiration portion of the procedure. The customer noticed that there was kink in the irrigation tubing. The tubing was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. It was indicated that the customer received a trayless version of the device. The trayed versions of the device are placed inside of a plastic tray - the trayless version does not contain this plastic tray and the consumable is now placed in a plastic bag. While the trayless device configuration may have been a contributing factor to the customer's reported complaint, a root cause for the reported damage could not be identified. This is due to the fact that other factors such as the custom pak's configuration, add-after placement, or shipping damage could have also influenced the tubing to be kinked. The root cause of the customer's complaint is not known; a sample was not returned for this event. (B)(4).